Event description:
The trilogy evo ventilator was returned to a third-party service center for maintenance. The device was in use on a patient at the time of the occurrence. During the evaluation it was noted the device failed a diagnostic pneumatic test during testing at the service center. A failure in the flow sensor was confirmed, therefore, the flow sensor was replaced to address the issue. The device was retested and passed all test.

Manufacturer narrative:
The reported failure of the flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.